Event description:
It was reported that this patients left knee was revised approximately 8years 6 months post op. The bottom of the tibial pe insert had sheered away and the patella was badly worn as well. He tkr was revised to a competitors device. Reported event is not related to breakage of device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. No patient/medical information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: the revision reported may have been the result of prosthesis fracture and patella wear, as reported. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.